Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of broken pitch cable is attributed to a component failure. A review of the device logs for the tenaculum forceps (part# 470207-10/lot/serial# n10200420-0074) associated with this event has been performed. Per this review of the logs, the tenaculum forceps was last used on (B)(6) 2020 via system serial# (B)(4). There were 8 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the tenaculum forceps instrument was found to have a broken pitch cable at the distal clevis hub. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported during a da vinci-assisted surgical procedure, the tenaculum forceps had a broken cable. The site used a back up instrument to resolve the issue. The procedure was completed with no reported injury.